Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17976541 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f exoseal vascular closure device (vcd) has detached outside of the patient. There was no reported patient injury. The device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the 5f exoseal vascular closure device (vcd) has detached outside of the patient. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17976541 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vcd separated¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180 degrees, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 5f exoseal vascular closure device (vcd) has detached outside of the patient. There was no reported patient injury. The device was not returned for analysis as expected.